Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device, referenced in describe event or problem, is filed under a separate medwatch manufacturer report reference number. Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss was confirmed. One cuff tab was separated and not returned in the anterior cuff. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using two proglide devices via a 6fr sheath after an interventional procedure in the superficial femoral artery. Reportedly, cuff misses occurred with both proglide devices. A starclose was used to achieve hemostasis. There was no adverse patient sequela and no clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.